Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on workstation power supply was evaluated and adjusted to optimum operation voltage. The system boards and connections were checked during service. The system was tested and found to be working as intended and returned to service.